Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient received multiple high glucose alerts on the ilet while attending church and inquired whether a manual injection should be administered. The patient subsequently returned to range and disclosed ingesting cottage cheese, part of a glucose tablet, and an apple after a glucose value of 70 mg/dl, and later sought guidance on future management. The reported symptoms consisted of hyperglycemia alerts without adverse clinical effects. There was no injury, no emergency treatment, and no hospitalization. The investigation included troubleshooting and user education regarding use of the ilet correction algorithm, appropriate treatment of hypoglycemia, and reinforcement of the 15-15 rule using fast-acting carbohydrates. Review of the case revealed no device malfunction. The hyperglycemia was attributed to excessive carbohydrate intake used to correct a mild low glucose value, with the ilet providing automated correction boluses as designed. Based on previously established findings for similar reports, the cause was determined to be user technique and therapy management. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.